Manufacturer narrative:
A titan touch pump, reservoir and cylinders were returned for analysis. Abrasion was noted on both exhaust tubes of the pump. A separation, surrounded by abrasion, was noted on the longer exhaust tube of the pump. This is a site of leakage. A partial separation was noted on the strain relief of the reservoir, this is not a site of leakage. A separation was noted on the inlet tube of the reservoir near the strain relief junction. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Abrasion was noted on the strain relief of one cylinder. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that the abrasion marks noted on both exhaust tubes of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation of the longer exhaust tube. In addition, the rough and irregular surfaces associated with the separation on the reservoir inlet tubing indicates that sufficient stress was exerted on the inlet tube near the strain relief junction to separate the site while in-vivo. Separations of these types would then allow the loss of fluid, making the device inoperable.

Event description:
As reported to coloplast, though not verified, cracked tubing at pump from right cylinder. No other adverse patient effects were reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.